Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b1; b2; b3; b4; b5; b7; d6b; e1; e2; e3; h1; h2; h6. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 3 years post implantation, the patient was revised due to pain and instability. All implants were revised, and competitor product were implanted without complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented with left knee pain and swelling, though numbness and tingling were not reported. Approximately 3 years post implantation, due to significant instability in the left knee, a total knee revision was performed. Physical exam showed severe varus and valgus instability in both flexion and extension, with the patient reporting pain and episodes of the knee giving way. Preoperative x-rays showed well-positioned components. During surgery, trial implants revealed a very loose but competent mcl. The procedure concluded with a stable knee, no complications, and postoperative imaging confirmed appropriate placement with no periprosthetic fracture, only expected soft tissue swelling. A definitive root cause cannot be determined. This complaint can be confirmed based on the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient is alleging harm caused by the device following left knee arthroplasty; however, the nature of the harm is unknown at this time. Attempts have been made; however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen lps option femoral component size e left catalog #: 00599601551 lot #: 64484077, nexgen stemmed nonaugmentable tibial component size 3 catalog #: 00598603701 lot #: j6472586, nexgen lps-flex articular surface size ef 10mm catalog #: 00596403210 lot #: 64656665. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00299, 0001822565-2024-02543, 0001822565-2024-02544.

Event description:
No further event information available at the time of this report.